Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no motion sensor test failure alarm during testing. The insulin pump passed the self-test and there was no motor motion error alarm. The insulin pump was unable to perform the occlusion and the excessive no delivery test due to motor error alarm. The motor position encoder error alarm was unable to be verified due to the insulin pump history file being overwritten. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm. Customer's blood glucose level was 137 mg/dl. Customer was assisted with the rewind process and reprogramming. Customer advised they received the motor error alarm 3 times in the last 30 days. Customer failed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.